Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to close. A field service engineer (fse) confirmed that tower door 1 was not closing properly approximately every third removal. The latch was replaced, and the customer tested the door about eight times without encountering any issues. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, the top door was hard to close and failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, the top door was hard to close and failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.